Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited low pacing impedance, high capture threshold, and oversensed noise which triggered inappropriate mode switch. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.